Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The electrode lot number was d3245. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.